Event description:
2026-mar-3 00874299 (hcp): medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system shut down in the middle of the case. The manufacturing representative (rep) was unsure if it was the main cart or the camera cart or both that shut down. Troubleshooting was performed. The rep reported that after performing a battery test on the system, the main cart battery and camera cart battery were both at 100% before unplugging from wall power. The rep reported after unplugging from wall power, both battery percentages held charge around 75% for three minutes before plugging the system back in. Technical services (ts) had the rep open the back of the main cart and visually inspect the main cart battery. The rep reported that the battery had visible black spots on it and felt hot in temperature. Ts predicted the issue was related to the main cart battery leakage. There was no impact on patient outcome and less than an hour of delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, lot #: 2309 product ID: 9735773, lot #: 1947 the batteries (product ID: 9735773, lot #: 2309 and product ID:9735773, lot #: 1947) were returned to the manufacturer for analysis. For the battery with lot # 2309, analysis did not find any fault with that battery. The battery was tested with a known good uninterruptible power supply (ups) for a 24hr period and tested with no issues. Ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programed. Codes b01, c19, and d14 are applicable to this analysis. For the battery with lot # 1947, analysis identified an electrical issue. Battery was tested (51.64 v) with a known good ups for a 24hr period. During the 24 hour test, the ups shut down due to the battery overheating thus causing no power. Codes b01, c02, and d02 are applicable to this analysis. D9, d10, h3, h6, are updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6; a medtronic representative went to the site to test the equipment. The main cart battery was replaced and the system then passed testing. Codes b01, c13, and d02 are applicable to this analysis. Other relevant device(s) are: product ID: 9735773 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system shut down in the middle of the case. The manufacturing representative (rep) was unsure if it was the main cart or the camera cart or both that shut down. Troubleshooting was performed. The rep reported that after performing a battery test on the system, the main cart battery and camera cart battery were both at 100% before unplugging from wall power. The rep reported after unplugging from wall power, both battery percentages held charge around 75% for three minutes before plugging the system back in. Technical services (ts) had the rep open the back of the main cart and visually inspect the main cart battery. The rep reported that the battery had visible black spots on it and felt hot in temperature. Ts predicted the issue was related to the main cart battery leakage. There was no impact on patient outcome and less than an hour of delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735773. (H3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.